Event description:
Atrial and ventricular impedance decline reported. The ventricular lead was explanted and replaced. It was further reported that the atrial lead warning triggered, and the lead exhibited noise oversensing, low impedances, and unipolar impedances higher than bipolar impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device meets 111 months of service, and no patient complications or injuries were indicated. Past experience and user facility communication establishes this is an expected end-of-life condition. No user facility follow up will be done.